Manufacturer narrative:
Date: 08/03/2012: unit not returned due to pt contact. Date: 8/3/2012: as of this date, there are (B)(4) open complaints covering (B)(4) units, complaint rate is(B)(4). Date: 02/04/2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 19812-03 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to dist. A review of lot history showed that there were a total of (B)(4) units that stopped working and (B)(4) units would not prime. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
During procedure- primed properly, started working on pt but then quit.